Event description:
Physician's nurse reported that he was having problems with his wand. He was unable to interrogate patient's device. Physician was asked to check the wand battery and it was noticed that the wand battery was depleted. She was asked to change the wand battery and call in again when the patient arrives so that troubleshooting help could be provided over the phone. The cause of communication difficulty is unknown at this time.